Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient presented symptomatic and emergently with a 9.3 cm aneurysm and at least 60 degree aortic neck angulation that measured 20 mm in diameter proximal and 25 mm in diameter distal. The physician elected to implant a bifurcated device, a suprarenal device, and an infrarenal device. The common iliacs had tortuous take off from distal aorta as well. During the procedure it took a long time to snare. Physician attempted by bifurcation but snare kept falling out on aorta back into tortuous left common. The physician tried higher but could not snare the 9.3 cm bag of blood even when physician changed to 45 mm snare. The aneurysm had no thrombus and was filled with blood. Physician put sheath up and snare in suprarenal aorta and pulled it back down. After snaring was accomplished the rest of the procedure went well. The patient did well post procedure. The hospital planned to discharge patient on the evening of (B)(6) 2014. The nurse went into the patient room in the late afternoon of (B)(6) 2014 and found patient slumped over in chair, the patient had passed away. Initial autopsy indicated that aneurysm had not ruptured and the graft was still in good position. There was some bleeding but this may have been from the case before aneurysm was fixed. Currently the physician is waiting for the final autopsy results to determine cause of death. The initial feedback from the physician was that he did not think it was graft related but needed to wait for final autopsy results.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU and might have contributed to this event due to: the laterally oriented, aortic neck of less than 15 mm length and, the left iliac artery angulation greater than 90 degrees. Cautionary product use conditions that might have contributed to this event included: the impending ruptured state of the aneurysm. The patient's use of antiplatelet therapy might have contributed to this event due to the increased risk for bleeding complications. Two days post implant the patient expired unexpectedly; the death was substantiated. The autopsy results supported an abdominal aortic rupture. Preoperatively, there was no radiographic evidence of an intra-abdominal bleed; the patient was not hypotensive or anemic. Intraoperative blood loss was ~ 200 ml. The patient consistently complained of lower abdominal cramping/constipation post operatively; a likely presumption would be an unknown endoleak contributed to this patient's death. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause of the reported event is due to procedural difficulties, off-label use of the device, inter-operative blood loss, and the impending rupture.